Event description:
It was reported the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. The patient was charging more than expected and the charge was not lasting as long. It was noted that the levels were not changing. It was noted that ¿settings had not got up too drastic.¿ it took the patient twice as long to charge (2.5-3 hours) and was never that way before. It was reported the device got so hot and the patient just used a t-shirt as a barrier between and he was getting ¿a heat build up¿ and put ice on the transmitter. The last time the patient charged was 2-3 weeks ago. No error messages were reported. Additional information received reported the patient¿s recharger portion was heating, but no thermometer error was displayed. It was noted the patient had been recharging more often because his use of the ins had increased. It was noted that after 1.5 hours of charging, the heating occurred. The patient reportedly ¿wedged it behind him¿ against a leather couch. Additional information received reported the recharging frequency matched the patient¿s settings, and patient compliance was not an issue. The patient¿s device setting was in continuous mode and the cause of the event was determined to be not device related. The patient reportedly could recharge normally and was receiving effective therapy. It was noted that interrogation of the battery on (B)(6) 2014 to check the recharge history and temperature history on recharge was performed. All information obtained was within normal range. The patient recovered without permanent impairment. It was later noted the patient received assistance from the physician or rep and their concerns were resolved at an appointment on (B)(6) 2014.

Manufacturer narrative:
Cocomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).